Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was unknown. The patient was hospitalized for the event and was treated with unspecified anti-inflammatory drug (dose, route, frequency and duration). At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.